Event description:
It is reported that when the box was opened the incorrect product was inside. Another box was opened to complete surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.